Event description:
In an article titled "prophylactic stabilization of vertebral body metastasis at risk of imminent fracture using balloon kyphoplasty", the following event was reported: "a physician performed a percutaneous balloon kyphoplasty on a pt with mid-thoracic back pain. Two days post-op, the pt had a pain score of 8/10. An mr scan showed a fracture behind the cement on the t1 weighted images and also edema on the stir sequences. At seven days post-op, the pt's pain resolved completely. At fourteen months post procedure, the pt is pain free. The plain radiographs show that the anterior column remains intact, and that despite the fracture, the cement has prevented the spine from going into kyphosis." No additional info was reported.

Manufacturer narrative:
Report source - article title "prophylactic stabilization of vertebral body metastasis at risk of imminent fracture using balloon kyphoplasty", by james langdon, mrcs, jason bernard, frcs, and sean molloy, frcs. Method - device not returned, internal review of literature, follow-up with author.